Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. It is not known at this time if the additional products implanted were zimmer products. Product compatibility could not be assessed to verify if the devices are an approved and compatible combination. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Eval codes: no devices or photos were received; therefore the condition of the shell is unk. Review of the mfg records for lot code associated with the shell identified that the device conforms to specifications. Review of complaint history indicated no previous complaints for the lot code associated with the shell.

Event description:
It is reported that pt underwent a revision due to loosening.